Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the intra-operative complication experienced by the patient or the customer reported failure mode. The instrument has not been returned for evaluation. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, the surgeon alleged that the serrated edge of the cadiere forceps instrument damaged the surrounding tissue. However, at this time, the definitive cause of the tissue damage is unknown.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the serrated edge of the cadiere forceps instrument allegedly caused damage to the surrounding tissue. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the site and obtained the following information regarding the reported event: at the time the tissue damage occurred, the surgeon was grasping tissue to mobilize the intestine. Less than 1 cm of intestinal tissue was damaged. The surgeon repaired the intestinal injury by using cauterization with bipolar energy. According to the site, the surgical procedure was completed. There were no instrument collisions during the surgical procedure. The instruments used during the surgical procedure were inspected prior to use. No additional clinical information was provided.